Manufacturer narrative:
The customer¿s report of the device displaying a 240.4150 error code was confirmed. Review of the pump module error log showed 16 occurrences of error code 240.4150.0 (sensor broken high failure). Functional testing resulted in the device operating as intended. Asm analog sensor test identified the bottle side pressure sensor intermittently failing, showing instances of railed voltage output of 4.97 volts. The cause of the 240.4150 error code was a faulty bottle side pressure sensor. The specific root cause of the failed pressure sensor was not identified.

Event description:
The customer reported that the device displayed a 240.4150 error code which occurred during presumed use on a patient. No patient harm or other details were reported.